Event description:
It was reported that the patient faced an event where tape did not stick and infusion set fell off.

Manufacturer narrative:
E1: name- (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot& serial number; however, lot & serial number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot & serial number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.